Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had discrepancy in longevity estimates. This pacemaker device had 3.5 years of remaining battery during previous device check approximately six months ago however at this time, the battery longevity of this device decreased to 1 year and then when an auto threshold was performed, device longevity went up to 2.5 years. Per engineering analysis, it was found that this pacemaker device has no resets and no recorded memory errors. This device was operating in the second current bin. This device was set at elective replacement near (ern) and this will indicate a 90 beats per minute (bpm) magnet rate. The device showed it was recently in auto capture retry mode and currently the device is programmed to fixed outputs and auto capture was programmed off. Boston scientific technical services (ts) suggested the health care professional (hcp) to evaluate the pacing output settings. The auto threshold testing was turned off in daily measurements. The battery longevity issue was thought to be due to daily threshold testing and high outputs. The patient will be following up monthly with the clinic. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The pacemaker was explanted almost three years later for reported normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. It was noted that the device battery never triggered replacement indicator while implanted. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups.